Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose was 43 mg/dl. Customer treated low blood glucose with food. Customer was on the automode during the reported event. Customer stated that they are having low every night and they want to manage their insulin pump manually as they want to have their low suspend automatic. Insulin pump will not be returned for analysis.